Manufacturer narrative:
(B)(4).

Event description:
Reportedly when a medical engineer at the hospital disconnected ac cable in order to check a battery function while the ventilator was running, the ventilator did not switch to battery power and shutdown suddenly without alarming due to low battery. Please note that there was no pt involvement in this case. However, if it were to recur on a pt, the ventilator would not have given an enough time of warning to take appropriate actions.